Manufacturer narrative:
Note: this report was originally submitted via a summary asr as a malfunction report. However, additional information received now indicates that the tissue was resected and re-stapled; so, the report has been changed to an MDR adverse event.

Event description:
Procedure: lap gastric bypass. According to the reporter: the stapler only fired the load half-way. There was no bleeding, fluid leakage or tissue damage. The surgeon resected the tissue and restapled which only added about 2 minutes to procedure.